Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: during investigation, there were multiple unexplained pump reboot events observed on (B)(6) 2018. The battery compartment and cap were undamaged and able to fit. The pump powered up with auditory and vibration to a blank screen..the "no power" complaint was unable to be adequately investigated. The pump¿s cover was removed and the display screen was found shattered and damaged. A test display screen was mounted, and it was fully clear and illuminated. No intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.